Event description:
The aforementioned stent had been inserted by a general surgeon during an emergency laparotomy in 2002. Thirteen days later, the patient returned to theatre for removal of the stent. The bottom end was not curled in the bladder and was, in fact, found to be sitting halfway up the ureter. The physician attempted to grasp the stent, using a ureteroscope and flexible graspers, but was unable to. The patient was turned prone and together wtih another physician, a percutaneous nephrostomy was performed and a nephroscope introduced. The stent was finally removed via the nephroscope. However, it was immediately noticed that the stent was very friable and some of it remained further down the ureter, and was not accessible.